Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient started complaining of abdominal pain while a fecal management system was in place. It was found that the device migrated into the colon by a foot. The x-ray demonstrated diffuse small bowel dilation. The patient continued to have abdominal pain and a bowel obstruction was found. The patient was found with a colonic intussusception. Per additional information received via phone on (B)(6) 2018 from a bd sales rep, the fecal management device migrated approximately 18 inches into the patient. The patient experienced a colonic intussusception, which required an emergent surgical colectomy with a colostomy. He also stated that the patient had expired.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the fecal management system product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that a patient started complaining of abdominal pain while a fecal management system was in place. It was found that the device migrated into the colon by a foot. The x-ray demonstrated diffuse small bowel dilation. The patient continued to have abdominal pain and a bowel obstruction was found. The patient was found with a colonic intussusception. Per additional information received via phone on 28-sep-2018 from a bd sales rep, the fecal management device migrated approximately 18 inches into the patient. The patient experienced a colonic intussusception, which required an emergent surgical colectomy with a colostomy. He also stated that the patient had expired.